Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving a lot of no delivery alarms on the insulin pump. Customer did a complete set change and stated that he woke up this morning with a blood glucose of 547 mg/dl. Customer changed everything. Customer stated that the pump started alarming when he got to work. Customer had to go home and change everything again. Customer stated that the pump is now working. Customer is not sure if the plunger in the reservoir is going bad. Customer stated that the no delivery issue started happening about 2 days ago and it occurred during basal. Customer stated that the last couple of times, the no delivery occurred during bolus. Customer's last blood glucose was 396 mg/dl and it was about 30 minute ago. Customer stated that he got his blood glucose down to the 100's mg/dl yesterday. Customer stated that when the pump is alarming, it is not working. Customer reported that event was resolved by a complete set change.